Manufacturer narrative:
Other text: additional information: b5 and h6 health effects codes device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Lot number was not provided therefor device history report (DHR) review cannot be executed.

Event description:
Additional information received that confirmed the event took place while in use with a patient. No medical intervention was required and the outcome was reported as on-going. No adverse patient effects were reported by the customer.

Event description:
It was reported that the stylet was not firm enough to intubate. "Multiple attempts at intubation required, patient safety at risk." There has been no report of specific observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event, lot number, UDI section, expiration date, 510k, and manufacture date are unknown, no information has been provided at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.